Event description:
A portion of the needle broke off in the patient, while a portion remained within the device during the procedure. The portion that broke off into the patient was approximately 2mm long. The physician attempted to locate the portion in the patient, but could not find the fragment. The physician decided not to pursue further for the needle because it was determined that it would result in possible harm to the patient. The physician did not perform an x-ray. Procedure type: laparoscopic ruen y gastric bypass.